Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001851 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that the physician was having difficulty inserting the dilator into the sheath. They then noticed that the hemostatic valve was broken, and the dilator was kinking into the sheath. On inserting the dilator into the sheath, the physician noticed a large amount of resistance to the point where it was bending and kinking the dilator. The physician removed the dilator and visualized the hemostatic valve. It looked in place, no noticeable damaged was observed. The hub and valve looked like they remained in place as far as they could tell. The dilator had a slight bend on the shaft that developed while the physician pushed it through the sheath. The physician tried to insert the dilator again, inserting the tip straight and perpendicular into the hemostatic valve, but still met an abnormally high amount of resistance. Eventually he fully advanced the dilator all the way until it snapped into the hub and no damage was noted on the tip of the dilator or the hub. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve did not become detached from the sheath. The sheath was never used in the patient¿s body. The sheath was replaced, and the issue resolved. No adverse patient consequence was reported.the hemostatic valve separation was assessed as a MDR reportable product malfunction.the dilator damage and resistance with sheath were assessed as not MDR reportable.

Manufacturer narrative:
On (B)(6)-2022, the biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)

Manufacturer narrative:
The device evaluation was completed on 01-apr-2022. It was reported that a patient underwent an atrial flutter left (l-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that the physician was having difficulty inserting the dilator into the sheath. They then noticed that the hemostatic valve was broken, and the dilator was kinking into the sheath. On inserting the dilator into the sheath, the physician noticed a large amount of resistance to the point where it was bending and kinking the dilator. The physician removed the dilator and visualized the hemostatic valve. It looked in place, no noticeable damaged was observed. The hub and valve looked like they remained in place as far as they could tell. The dilator had a slight bend on the shaft that developed while the physician pushed it through the sheath. The physician tried to insert the dilator again, inserting the tip straight and perpendicular into the hemostatic valve, but still met an abnormally high amount of resistance. Eventually he fully advanced the dilator all the way until it snapped into the hub and no damage was noted on the tip of the dilator or the hub. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve did not become detached from the sheath. The sheath was never used in the patient¿s body. The sheath was replaced, and the issue resolved. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Visual test, dimensional inspections and functional test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed some bents on the vessel dilator. The dilator and a good known lab sample catheter were introduced through the sheath, and resistance was felt. No obstructions were detected. The dilator outer diameter was measured, and dimensions were found within specifications. Then, the distal sheath end was closed off with an adapter, the proximal end was connected to the pressure gage and a syringe was connected to the gage. After that, negative pressure was applied and there were no air leaks or bubbles detected. The test was repeated with positive pressure and no air leak or bubbles were detected. A device history record evaluation was performed for the finished device 00001851 number, and no internal action related to the complaint was found during the review. The issue reported by the customer regarding resistance with sheath and dilator damaged were confirmed. This product issue will be addressed through bwi¿s quality system. An internal correction action is being followed to reduce resistance issues. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the hemostatic valve separation. Investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the dilator damage. Investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) were selected as related to the resistance with sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).